Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that they received emergency medical assistance due to low blood glucose, with blood glucose of 31 mg/dl at the time of the incident. The customer was cutting grass, sweating, and their sensor fell off at the time of the low. There was not enough information provided to identify the customer. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir, ozo- model unknown ¿ sensor.